Event description:
Patient presented to the physician with erosion of the stimulation lead body through the skin at the neck incision site. Physician brought the patient into the or, removed a portion of the stimulation lead, irrigated the original neck pocket with antibiotic solution, and closed the incision. Physician then re-tunneled and placed a new stimulation lead to the contralateral side of the neck, connected it to the existing ipg, re-sutured, and closed. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented back to the physician with wound dehiscence and purulent discharge at the chest incision site. Based on evaluation, there were signs of infection and the physician prescribed antibiotics. Physician brought the patient into the or four days later due to confirmed infection, removed the ipg and sense lead, irrigated the chest pocket, and closed the incision.